Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error alarm. The blood glucose reading is 105 mg/dl. Nothing further reported.

Manufacturer narrative:
No button error alarm noted. However, unit had intermittent button response due to moisture damage keypad traces. No a03 alarm noted. Unit passed the self test. Pump received with cracked display window corners, cracked reservoir tube lip, missing end cap sticker.currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.